Manufacturer narrative:
G4: 29jun2020 b4: (B)(6)2020 the power management was returned to manufacturer to failure investigation (fi) for analysis. The component failure u11 prevented the ventilator to power on. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 15apr2020. B4: 20apr2020. The customer reported vent alarming when plugged in, and no display. After further investigation, this is in reference to a 35 volt failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 30dec2019.

Event description:
The customer reported vent alarming when plugged in, and no display. There was no patient involvement. The manufacturer¿s field service engineer (fse) confirmed the reported issue of the vent alarming when plugged in, and no display. The fse advised the customer to hold the accept and power buttons for ten seconds. The unit stopped alarming and shut down. The customer tried to get into diagnostic mode. The display never came up. The fse advised the customer to swap the (user interface) assemblies for troubleshooting. The fse advised if the display works, then check for codes in the event log and address any codes found. The fse discussed the possible need to replace the lcd (liquid crystal display) and differences between first and second generation. The customer will call back after swapping the display.

Manufacturer narrative:
G4: 03apr2020. B4: 06apr2020. The manufacturer¿s field service engineer (fse) replaced the power management board to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.